Event description:
It was reported that after replacement (see MFR 6000032-2012-00039 for issues prior to replacement), the patient's device moved from her higher hip area to the lower buttock region. It caused discomfort when she pulled on a pair of jeans. The patient was told by her hcp that her body fights the device like it's a foreign object. The patient intended to have the device explanted after relocating to another state. Additional information was requested.

Manufacturer narrative:
Lead model 3889-28 lot# v223166 implanted: (B)(6) 2009 explanted: na. Patient programmer model 3037 serial# (B)(4).